Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-02295 and 1225714-2014-02296.

Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2008 the decedent experienced a cardiovascular event and subsequently expired after the use of the product.